Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet, with blood glucose elevated to 247 mg/dl for approximately three hours and concern for possible infusion site or cannula issue despite visible drops during fill tubing; the user elected to administer a 1-unit manual insulin injection and was advised to replace the infusion site and to delay reconnection to the ilet for at least two hours after the injection. Symptoms included elevated blood glucose without other clinical symptoms. Outcomes included self-management with backup insulin and no need for professional medical intervention. Investigation included technical support troubleshooting and user education regarding infusion site assessment, manual correction, and reconnection guidance. Investigation of this case revealed no confirmed device malfunction and a possible infusion site or cannula delivery issue. It was concluded that the event was consistent with hyperglycemia of unclear cause with no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.